Event description:
A 43-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient reported to novocure that she was experiencing generalized pain across her head and face from (B)(6) 2024. Additionally, she experienced redness, skin irregularities described as bumpiness, and a painful burning sensation across her entire head. The patient discontinued therapy on (B)(6) 2024, at which point the pain subsided. On (B)(6) 2024, the patient informed that her healthcare provider (hcp) diagnosed her with a severe allergic reaction to the array adhesive and advised discontinuation of optune gio therapy. The patient also noted that she was hospitalized for this event on (B)(6) 2024. The prescribing physician stated on (B)(6) 2024, that the patient did not require any treatment and assessed the skin irritation as related to optune gio therapy. Optune gio therapy was discontinued.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the hypersensitivity cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching, and rarely may even lead to severe allergic reactions.